Event description:
A customer contacted beckman coulter inc. (Bec) reporting a leak at the blood sampling valve (bsv) in the coulter lh 750 analyzer. The customer discovered a detached tubing in the unit, which was causing the bsv to leak. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid and medical attention was not sought. There was no change to patient treatment attributed or associated to this complaint, nor was there impact to sample results as a result of this event.

Manufacturer narrative:
The bec customer technical support (cts) remotely assisted the customer with troubleshooting the issue via telephone. The customer found the tubing that became detached from the bsv and was able to reconnect it. It is unknown which tubing became detached. The customer ran qc and monitored the instrument during its operation that day. No further evidence of leaking was found. Per product labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer. Bec identifier for this report is (B)(4).